Event description:
The clear plastic tip dislodged from the blue portion during chromotubation. It was easily retrieved with a hysteroscopic grasper. These are the doctors own words. He went on to say he does approx 50-100 of these per year and would like to work on a new, but similar device with some improvements. No harm to patient.

Manufacturer narrative:
Due to the complaint device not being returned, a proper evaluation could not be performed. Two devices noting two different lot numbers wer retrieved from finished stock for evaluation. One guide catheter from the evaluation lots were test pulled and was noted to separate at the bond at 6.9lbs, the other lot was also test pulled and was noted to separate at the bond 6.5 lbs. Both guide catheters pulled within specification. Additional information has been requested from the physician without response at this time, when additional information is received, it will be forwarded. Unable to confirmed customers difficulty.